Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-74 serial: (B)(4) batch: (B)(4) product family: scs-ipg-pc , upn: (B)(4), model: sc-1416, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that following an implant procedure, the patient experienced an increased right leg pain due to the lateral right lead that was potentially compressing nerve root. No device malfunction was suspected. All components were explanted and discarded per hospital policy.